Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 failed to close. The customer tried to recover the drawer, but the issue still persisted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed to stay closed and unable to recover. A field service engineer (fse) removed the drawer from the auxiliary chassis and inspected the rear components, identified a broken solenoid spring and replaced it, reseated all cable connections, then reinstalled the drawer into the auxiliary chassis and reconnected the pyxis bus cable, logged into administrative mode during the startup sequence and successfully completed the required diagnostic testing. Fse then logged into the application and recovered the previously failed storage space. Additionally, the customer performed a successful inventory of the medications located in the previously failed storage space, and no further issues or failures were observed. The system functioned as intended after the field service engineer repaired the device.